Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Event description:
The customer reported the cuff of the tube ruptured and leaked. There was no report of any intervention (reintubation) performed. Additional information has been requested.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was conducted and it was observed the cuff presented a tear. Manufacturing process was reviewed and currently, there is no potential risk. All manufacturing controls were found effective and properly implemented to detect the reported failure mode.